Manufacturer narrative:
Approximate age of device ¿ 8 months. The event occurred at (B)(6) hospital, (B)(6). The device was not explanted from the patient and therefore was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with headache and weakness. A cranial CT scan showed an acute hematoma on the right parietal lobe. The patient was diagnosed with a cerebrovascular accident and was treated accordingly. The patient expired on (B)(6) 2017 due to right ventricular failure, respiratory failure and cardiac arrest. No device related complications were reported. No additional information was provided.

Manufacturer narrative:
Corrected information: results codes added. No further information was provided. The manufacturer has closed the file on this event.